Event description:
Event description cpi received information that this transvenous defibrillation lead had impedence > 2000 ohms with no capture and no sensing due to a fracture. Lead was explanted and will be returned for analysis. New guidant lead was successfully implanted.